Event description:
The field sales associate (fsa) reported the following to gore: on (B)(6) 2026, fsa was called into an emergent case involving bilateral iliac kissing stent placement using gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) for the treatment of severely calcified bilateral common iliac arteries, during which an aortic rupture occurred. The physician determined the best course of action was to extend the bilateral vbx devices higher with additional vbx devices and implant a gore® excluder® iliac branch endoprosthesis (excluder® device). The excluder® device was implanted and partially deployed. The physician planned to place a contralateral limb from the opposite side using a vbx device. When attempting to fully deploy the ipsilateral portion of the excluder® device, the deployment line (gray knob) was fully withdrawn; however, the device did not open. This resulted in multiple attempts to facilitate opening of ipsilateral limb. Several techniques were tried, and ultimately a balloon was used, which successfully opened the limb; however, there was a stricture, a slight narrowing, within the middle portion of the ipsilateral limb that could not be resolved with ballooning and an additional vbx device was implanted in the middle portion of the ipsilateral limb. The stricture was not due to patient anatomy. Ultimately, the olive tip of the excluder® delivery catheter could not be pulled through the stricture and was pulled free from the delivery catheter. The physician had to snare the olive tip to remove it from the patient. The patient tolerated the procedure. On (B)(6) 2026, the fsa followed up with the physician. The patient had great results with good blood flow. Captured 1800-e due to stricture in middle portion of ipsilateral limb.

Manufacturer narrative:
A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.